Event description:
It was reported that on (B)(6) 2025, a 34 mm amplatzer amulet was implanted using a 14f amulet delivery sheath. The transseptal puncture was performed in an inferior and posterior location. A few hours later, pericardial effusion was noted, and pericardiocentesis was performed. The effusion was circumferential with the largest dimension measuring 4 cm. Cardiac tamponade was concluded to be present. During the procedure, the patient¿s activated clotting time (act) was 320, and 5000 ui of heparin was administered. There was no difficulty implanting the device, and no multiple manipulations were reported. The patient was taking clopidogrel both prior to and at the time the effusion was detected. The patient was in atrial fibrillation during the procedure. There were no multiple wire or delivery sheath exchanges, and the wire position was in the left upper pulmonary vein. The left atrial pressure at the time of the procedure was 11 mmhg. The user believes an abbott device caused the pericardial effusion. The patient is reported to be stable.

Manufacturer narrative:
An event of patient-device incompatibility, pericardial effusion, and cardiac tamponade was reported. There are multiple risk factors for pericardial effusion after a left atrial appendage closure procedure, including anticoagulation status of the patient, maneuvering of the guidewire or sheaths within the heart, the trans-septal puncture, or the stabilizing wires on the amulet puncturing the laa. During the procedure, the patient¿s activated clotting time (act) was 320, and 5000 ui of heparin was administered. There was no difficulty implanting the device, and no multiple manipulations were reported. There were no multiple wire or delivery sheath exchanges, and the wire position was in the left upper pulmonary vein. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported patient-device incompatibility, pericardial effusion, and cardiac tamponade could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances as the pericardiocentesis was performed.

Event description:
It was reported that on (B)(6) 2025, a 34 mm amplatzer amulet was implanted using a 14f amulet delivery sheath. The transseptal puncture was performed in an inferior and posterior location. A few hours later, pericardial effusion was noted, and pericardiocentesis was performed. The effusion was circumferential with the largest dimension measuring 4 cm. Cardiac tamponade was concluded to be present. During the procedure, the patient¿s activated clotting time (act) was 320, and 5000 ui of heparin was administered. There was no difficulty implanting the device, and no multiple manipulations were reported. The patient was taking clopidogrel both prior to and at the time the effusion was detected. The patient was in atrial fibrillation during the procedure. There were no multiple wire or delivery sheath exchanges, and the wire position was in the left upper pulmonary vein. The left atrial pressure at the time of the procedure was 11 mmhg. The user believes an abbott device caused the pericardial effusion. The patient is reported to be stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.